Manufacturer narrative:
The previous device exchange was reported under MFR# 2916596-2017-00335. Approximate age of device - 1 year, 6 months and 1 day. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient previously underwent a pump exchange on (B)(6) 2016 due to left atrial fibrinous clots/thrombus ingestion into the pump. It was reported that the patient gained 65 pounds of weight since. Consequently, the patient was readmitted to the cardiology department with hematuria. The patient's lactate dehydrogenase was 2000 u/l. The CT scan showed patency of the outflow graft, and therefore, the patient consented to undergo a pump exchange through a subcostal incision. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft bend relief, outflow graft, and outflow graft bend relief collar were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of (B)(6), a dark red, ring-like deposition was found surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi indicate that they likely formed over an undetermined period of time while (B)(6) was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. Multiple requests for product return were made. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list hemolysis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.